Event description:
It was reported that this right ventricular (rv) lead impedance measurement had continued to trend downward. The impedance had always been low in the 300s. Within the past year it has trended below into the 200s and now less than 200 ohms. All other measurements were satisfactory and the shock impedance was at 47 ohms. The plan is to bring the patient back into the office for an evaluation. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.